Manufacturer narrative:
Review of the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s health care provider had redirected him to follow-up with a manufacturer representative for a reprogramming session. The patient mentioned that the sensation he is experiencing is more like a vibration; however, he had just used the term ¿shock¿ to describe it. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had nerve pain in their right abdominal area. The representative was planning on meeting with the patient on (B)(6) 2019. No further complications reported. Additional information received from the manufacturing representative (rep) indicated that the patient is now getting ¿electrical shock¿ going down their leg and into their body when the implantable neurostimulator (ins) is off. The shocking was sudden. No further complications were reported or anticipated.